Event description:
While attempting to pace a pt who was treated for bradycardia, the device's pacer ppm was set at 70 and the pt's ehart rate on the print out was 42 bpm. The pt was then checked manually and the heart rate was 42 bpm. The pacer output was set to 20 ma and increased as high as 106 ma without capturing pts heart rate. The contact indicated that pt was receiving medications that could cause resistance to being captured properly with pacing but they had been stopped for approximately 24 hours. There was no adverse effect to the pt due to the reported malfunction.